Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with laparoscopic lso due to sui. It was reported that following insertion the patient experienced pain, discomfort, pressure, erosion, urinary problems, organ perforation, bleeding, and vaginal scarring, difficulty voiding urine, continued incontinence, discharge, infection, odor, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent rso with appendectomy in 2005. It was reported that the patient underwent mesh revision on (B)(6) 2012. It was reported that the patient underwent mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent boston scientific coaptite injectable implant w/mesh excision on (B)(6) 2012 due to persistent sui secondary to intrinsic sphincter deficiency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent laparoscopic right ovarian cystectomy on (B)(6) 2005 by (B)(6).

Manufacturer narrative:
It was reported that patient underwent cautery of polyp, laparoscopy with enterolysis and extensive lysis of omental adhesions on (B)(6) 2012 due to bleeding of unknown etiology and pelvic pain. (B)(4).